Event description:
It was reported that a pta balloon detached from the catheter shaft while being withdrawn from the sheath. The pta balloon was removed from the patient in its entirety with a snare. The device was being used for stent post dilatation in the mid-distal superficial femoral artery and was advanced using a contralateral approach. Another competitor's pta balloon dilatation catheter was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample was returned for evaluation. The root cause for this event is unknown. However, this type of event will continue to be investigated in a root cause analysis. The catheter shaft and the balloon were returned detached from each other. The catheter shaft had a clean separation at the proximal balloon glue joint and the inflation/deflation lumens were exposed. There was no stretching or kinks observed on either section of the balloon catheter. The complaint is confirmed for a detachment of device, as the catheter was returned detached from the balloon. The current IFU (information for use) states: warning: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.